Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), pelvic pain ("pain/pain pelvic") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction. Previously administered products included for birth control: depo provera and levonorgestrel and ethinyl estradiol; for an unreported indication: oral contraceptive nos. Concurrent conditions included allergic rhinitis, asthma, irritable bowel syndrome, shortness of breath, chest pain, abdominal pain, micturition urgency, headache, inguinal abscess, endometriosis (excision of endometriosis), anxiety, closed head injury, neck strain and bruising of chest. Concomitant products included bupropion hydrochloride (wellbutrin), buspirone hydrochloride (buspar), cefixime (flexeril), fluticasone propionate (flovent), hyoscyamine sulfate (levsin), ibuprofen, paracetamol (tylenol), salbutamol (albuterol) and vitamins nos (daily vitamins). In 2012, the patient experienced migraine ("migraines"). In july 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pain ("all over pain"). In october 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dysuria ("bladder or urinary problems or changes- dysuria"). In november 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pain in extremity ("leg pain"). The patient was treated with surgery (salpingectomy (bilateral), total hysterectomy, unilateral oophorectomy, d & c). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, pain and dysuria outcome was unknown and the pelvic pain and pain in extremity was resolving. The reporter considered dysmenorrhoea, dysuria, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, pain, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient tolerated the procedure well. She has reported that headache before migraine after essure. Have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present? Yes nature of claimed injury/disability: stomach conditions and stress two date of removal: (B)(6) 2016-(B)(6) 2018 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet- new event bladder or urinary problems or changes- dysuria were added. Historical, concomitant drug were added. Medical history were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), pelvic pain ("pain/pain pelvic") and genital haemorrhage ("abnormal bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast reduction. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included allergic rhinitis, asthma, irritable bowel syndrome, shortness of breath, chest pain, abdominal pain, micturition urgency, headache, inguinal abscess and endometriosis (excision of endometriosis). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pain ("all over pain"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pain in extremity ("leg pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and pain outcome was unknown and the pelvic pain and pain in extremity was resolving. The reporter considered dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, pain, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient tolerated the procedure well. She has reported that headache before migraine after essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, menorrhagia. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and mr received. New reporters and reporter information added. Plaintiff demography added. Product indication added. Events per pfs: abnormal bleeding (vaginal, menorrhagia), migraines, dysmenorrhea (cramping), pain, leg pain, perforation (fallopian tube(s) were added. Patient's medical history was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.